Manufacturer narrative:
Based on the available information this event is deemed a reportable malfunction. A recurrence is likely to lead to a serious injury/serious illness. A lack of drainage may be an indication of an obstruction to the flow of urine. It is reported that the abviser was discontinued from use, and replaced with a new abviser autovalve. The patient was not harmed as a result of this malfunction. No additional information has been provided to date. A return sample is not expected for evaluation. Should additional information be received a follow up report will be submitted. The actual date of event is unknown, so the date used was the date convatec became aware.

Event description:
It is reported that after 1 day of use, no urine output was evident in the bag, and that the balloon would not deflate.